Manufacturer narrative:
On 1-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that there are tears in the primary packaging of a thermocool® smart touch® sf uni-directional navigation catheter. There was no physical damage to the outer box or packaging, only immediate packaging. There was no damage to the device due to any part of the packaging being damaged.

Manufacturer narrative:
It was reported that there were tears in the primary packaging of a thermocool® smart touch® sf uni-directional navigation catheter. There was no physical damage to the outer box or packaging, only immediate packaging. There was no damage to the device due to any part of the packaging being damaged. Device evaluation details: a picture of the device and the device were returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following manufacturing procedures. According to pictures provided by the customer, tears were observed on the pouch of the device; however it cannot determine a perforation on the pouch. Then the package was inspected, and no physical damage was observed on the packaging. Further investigation was performed to the pouch and the pouch was not open; however, it was observed wrinkled. Due to the damage condition observed on the pouch, a manufacturing meeting was performed to determine the root cause of the issue. Based on the investigation, it can be concluded that the customer complaint was not generated at the manufacturing facilities. In accordance with procedure all steps and key points were successfully executed in the packaging area and inspected as mentioned in packaging procedures. Due to the conditions observed, it is believed that manipulation in an environment external to the manufacturing facilities packaging process, could contribute to this type of issue, however, the root cause of the issue was not possible to be determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The wrinkled on the pouch issue reported by the customer was confirmed. The potential cause of the damage cannot be established. The instructions for use contain (IFU) the following warning and precaution: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. The catheter was sterilized using ethylene oxide and should be used by the use-by date printed on the product label. Do not use the catheter after the date on the product label. The catheter is intended for single use only. Do not re-sterilize and reuse. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).